Manufacturer narrative:
Per the customer supplied documentation, a routine system check was performed on (B)(6) 2010 which failed the wash portion. The customer then repeated just the washed portion and passed. Field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse discovered that the customer was trimming the peri-pump tubing too far. This was causing the probe to pull up during lowering. The fse instructed the customer on changing the peri-pump tubing and supplied extra tubing. The fse performed preventative maintenance (pm) on the instrument. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected hyb-psa results for two patients that did not match previous results that were generated by the access 2 immunoassay system. Repeat testing produced higher results within the normal reference range that better matched the patient's prior results. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.